Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.(B)(4).current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported patient underwent a right total elbow arthroplasty in 2005. Subsequently, the patient was revised in 2008 due to a periprosthetic fracture caused by a crash. Plates and wire were implanted. Patient underwent a further revision procedure in (B)(6) 2009 due to non-union of the fracture. Review of radiographs on (B)(6) 2014 revealed a loose or fractured ulna poly. Subsequently, patient was further revised on (B)(6) 2014. During the procedure, metallosis was noted. The ulna component and distal humerus component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions and particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015- 00022 / 00024).

Manufacturer narrative:
Evaluation of the returned component found wear marks and showed evidence of disassembly previously. The two screw heads have socket scratches and damage suggesting improper tool use. Product likely failed due to patient¿s excessive activity and/or lifting unacceptable weight repeatedly. No dimensional inspection was performed due to excessive wear and damage to the component.